Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in radiology. The patient had poor vascular access and was a renal transplant patient. The PICC was inserted successfully in the left basilic vein. When the peel away sheath was removed, it was noted the one side of the white piece was shorter than the other. A piece of the introducer had been left inside the patient in the subcutaneous tissue. Forceps were used to remove the remaining piece of sheath. There was a delay noted, but it is noted the delay was not harmful to patient. There are no reported patient injuries, complications, or death.